Manufacturer narrative:
Investigation still in progress.

Event description:
On (B)(6) 2010, a patient enrolled in the (B)(6) study underwent endovascular aortic aneurysm repair. A device system comprising of a proximal graft component ((B)(4)), a distal graft component ((B)(4)), and an iliac leg graft ((B)(4)) was placed. On (B)(6) 2015 (1746 days post procedure), a secondary intervention was performed to treat a distal type I endoleak of the distal component graft leg in the right common iliac artery. A 16mm amplatzer plug was used to occlude the right internal iliac artery. A zenith iliac limb measuring 13 mm in diameter proximally, 11 mm distally, and 74 mm in length was deployed, overlapping with the distal limb of the distal graft leg. The completion angiogram demonstrated patency of the devices and no evidence of endoleak. There were no complications related to the secondary intervention.